Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call air bubbles anomaly. Customer's blood glucose level was 97 mg/dl. Customer advised they had air bubbles anomaly with the last box of reservoirs they received and the issues continued with the new box of reservoirs as well. Customer was advised to remove the insulin from the refrigerator at least 24 hours before they use it, to change the reservoir the night before and keep the reservoir at room temperature.